Event description:
It was reported that the procedure performed was to treat a right external iliac artery. During deployment of the 7.0x30mm absolute pro vascular self-expanding stent, the unlock/lock button didn't unlock, and the stent completely failed to deploy. An unspecified stent and balloon were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Subsequently, returned device analysis observed the stent implant was exposed 2mm from the distal end of the sheath. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and activation failure were able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy and/or inadvertent mishandling resulted in the noted kinked stent sheath, thus exposing the stent and preventing the shaft lumens from moving freely; ultimately resulting in the reported/noted mechanical jam and the reported/noted activation/deployment failure; however this cannot be confirmed. It is possible that a coagulation of dried blood and contrast inside the stent sheath contributed to the reported/noted difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.